Event description:
It was reported that the user experienced fluctuating blood glucose with recurrent lows and subsequent highs while using the ilet system with dexcom g6, and had been consistently announcing ¿less than¿ for meals and using carbohydrates such as gummies and cola to correct lows, which contributed to post-treatment hyperglycemia. Symptoms included hypoglycemia and hyperglycemia. Outcomes included the need for troubleshooting and education, including guidance to announce usual meals, avoid using meal announcements as corrections, and space meals by approximately four hours to retrain the algorithm. Investigation included customer care review of device reports and user practices, along with education on proper meal announcement and treatment of low glucose with measured oral glucose. Investigation of this case revealed that maladaptation of the algorithm and inappropriate use of meal announcements for correction were likely contributors, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and training needs.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance